Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during system check, the cardiosave intra-aortic balloon pump (iabp) had an error code 139. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9 device available for eval, return to manufacture date, g1 contact person mfg site, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. A getinge field service engineer fse was dispatched to evaluate the iabp unit and during check, unit would not power up properly in the cart. Fault 139 communication with power management board fault was found in logs. Replaced power management board and was able to power unit up with no issues. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer. The failure analysis and testing dept. Received part number rev j with a reported unit failure of the unit not powering up in the cart and an error code 139. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number revision r. Unit would boot up automatically and the power button will not function properly. Sending the board to the supplier for failure analysis per procedure number rev. Ar. Failure analysis received from the supplier for the part. They stated: 1. Perform visual check. Result: no abnormality found, 2. Board was re-tested at fct. Result: failed step 4.1.1 program dsp testware file. 3. Perform troubleshooting on the board found u5 defective. Probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure number rev. As.